Event description:
A baxter engineer reported a pump with a failure code 810:01. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative.